Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter bioprosthetic aortic valve a pre-implant balloon valvuloplasty was perf ormed. The valve was successfully implanted. Immediately following the implant procedure an electrocardiogram (ECG) identified a new left bundle branch block (lbbb). An unspecified change to the medical therapy was required. The event was reported as probably related to the implant procedure. The lbbb was resolving.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5, h6 corrected data: h6 codes f2303 and f12 no longer apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the medication change included stopping the beta blocker 4 days following the onset of the left bundle branch block (lbbb). A different medical treatment was not required. No patient complications or symptoms occurred as a result of this event. Approximately 1 month following onset the lbbb resolved.